Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: site ID- (B)(6) ((B)(4)). It was reported that on (B)(6) 2025, a 21mm epic max valve was implanted in the patient. On the 5th post operative day, the patient presented with persistent atrial fibrillation with rapid ventricular responses that was difficult to control. The patient required combination of high dose beta blockers and medications. The patient subsequently progressed to common atrial flutter. The patient got discharged with anticoagulation and a electrical cardioversion was considered. The flutter resolved spontaneously.